Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a cough. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In the initial report, section d9 was marked incorrectly. This report has the information corrected that the device is available for evaluation. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found extensive contamination in the air intake port both where a filter would sit, and beneath that in the airway. Contamination was also found in the same vicinity on the underside of the sd cover flip door. 2 of the feet on the bottom of the device were also found damage by what appears to have been a chemical solvent. No evidence of a thermal event was observed. Internal investigation found extensive unknown red/brown contamination throughout the device. Liquid ingress and unknown contamination were observed in the blower box, on the blower, on the blower impeller, and in the airflow path. A strong undetermined smell was observed in the blower box assembly. Unknown contamination was observed in the joints between the front panel and top/bottom joints. Liquid ingress/corrosion was observed on the p4 dc input connector and in the bottom enclosure. Using the returned dc power supply and a product investigation lab known good ac power cord, product investigation lab applied power and verified airflow. No evidence of sound abatement foam degradation was observed. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged. Product investigation lab is unable to address the complaint directly. Product investigation lab did find extensive unknown contamination and corrosion throughout the device, some of which suggests liquid ingress. Product investigation lab did not find evidence of sound abatement foam degradation. Please see sections d9, h3 and h6 for updated coding and information.

Manufacturer narrative:
The manufacturer previously reported that other serious or important medical events occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.